Event description:
On (B)(6) 2009, the pt was implanted with an scs sys. Pt lost stimulation about a week ago. There is no communication with the ipg now. Pt usually uses the magnet to turn the sys on and off so no "low battery" flag was observed. Pt also reported that they pass out frequently and falls. The pt claims that they have done this many times since implanted with the scs system.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an option as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.